Event description:
It was reported that restenosis occurred. The target lesion was an area of instent restenosis of a bare metal stent in the mid left anterior descending (lad) artery. A 2.5x38mm promus element plus was implanted to treat the target lesion. In early (B)(6) 2013, the patient experienced recurrent bilateral arm pressure symptoms. In february 2014, angiography revealed 100% isr of the previously implanted promus element plus in the mid lad. The isr was treated with balloon angioplasty and the placement of 2.25x16mm, 2.5x12mm and 3x24mm unspecified drug eluting stents. Timi 3 flow was noted. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).